Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5087685, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the back and was having loss of stimulation at the right side. The physician confirmed lead migration under fluoroscopy. The patient underwent a lead revision procedure wherein the clik anchor was replaced. The patient was doing well postoperatively.